Event description:
A report was received that the patient's leads were very superficial underneath the midline scar causing the patient discomfort. The patient underwent a lead revision and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead, 70cm.